Manufacturer narrative:
Customer is not able to identify which handpiece caused the burn and he denies sending his handpieces in for analysis. Therefore, we have to estimate which one most likely caused the injury. As the dentist has 7 handpieces of the same style but with different purchasing dates, it is likely that one of the older handpieces has been involved in the incident. Therefore, the age of handpiece and the manufacturing date are fitting to the 3 handpieces which have been purchased first in 2011. As the handpieces have not been sent in, an analysis was not possible. As the handpieces are still in use without further problems since 1 year and our sales rep. Was not able to reproduce a heat up during a test run in the dental office, it is very likely that the root cause for the burn was that the dentist used the handpiece to lift the lip away from the treatment area. This causes the push button to get pressed while the handpiece is running. This causes unusual inner friction and therefore heat up of the push button and the head. To avoid such issues, the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure safe use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely followed when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer). (B)(4). H3 other text: customer denied to send the product in.

Event description:
During a standard dental treatment, the head of the handpiece heated up and caused a burn on patient's lower lip. The dentist prescribed peridex mouth rinse and a pain medication. He said he would have either prescribed (B)(6) for the pain medication, but doesn't recall which one in this case. As the incident happened already 1 year before it was reported to kavo, the user did not recall the incident in detail. Therefore, some data are not available and some are best estimate.